Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, underweight, broken shell, device appearance (observed, 40 mm dark patch edge material inside gel device) and missing piece of the shell. A microscopic analysis was performed which identify, a sharp edge broken assessed, as unidentified tear broken and missing piece of the shell. A dimension measurement in the shell was performed which identify, the thickness within specification. Based on the device analysis, the final assessment is: a broken sharp in the posterior side assessed, as unidentified (tear) opening. Missing piece of the shell assessed, as inconclusive.

Event description:
The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and seroma-late.

Event description:
Physician reported ruptured device diagnosed by ultrasound and MRI and a seroma-late. The status of the device is unknown. Right side.

Event description:
The device remains implanted.